Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient was in the hospital with the flu and elevated blood glucose (bg). The reporter did not provide any bg values, signs, or symptoms and did not specify what treatment the patient had received. The reporter stated that "the insulin was working against" the patient. It is unknown at this time if the patient's elevated bg was solely related to flu or not. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was in the hospital with elevated bg of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings:a review of the black box showed the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.